Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and in-fast and mesh were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Reason for surgery: vaginal prolapse, urinary incontinence concurrent procedures: hysterectomy. It was reported that following insertion the patient experienced pain, erosion, infection, and bleeding. It was reported that patient underwent excision of permanent knot of anterior vaginal wall on (B)(6) 2009 due to erosion of urethral sling suture. (B)(4).